Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The o2 sensor passed calibration. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient circuit setup for short term storage, a 840 ventilator generated a o2 sensor alert. There was no patient involvement at the time of the event.